Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g1 (contact person ¿ mfg site), g3, g6, h2, h3 , h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fileld - h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse inspected the unit completely checked and found that the machine not working on battery. After checking the battery, it was found that the battery voltage was very low. The fse charged it for half an hour but battery was not charged. Found that battery was defective. So the fse replaced the battery arranged by the customer. Observe the unit 1 hour. Machine work satisfactory. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. Handed over the equipment to the customer in good working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that cs100 intra-aortic balloon pump (iabp) unit not working on battery. No one was harmed onsite. There was no patient involvement.